Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 200 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.